Event description:
It was reported that during a follow up loss of capture and high capture where were seen when it comes to this right ventricular (rv) lead on the electrogram (egm). A lead dislodgement was alleged. The lead was thus explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement, failure to capture, and high capture threshold due to normal electrical testing. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that during a follow up loss of capture and high capture where were seen when it comes to this right ventricular (rv) lead on the electrogram (egm). A lead dislodgement was alleged. The lead was thus explanted and expected to be returned. No additional adverse patient effects were reported.